Event description:
It was reported the patient was experiencing pain at the ipg site. As a result, the patient underwent surgical intervention wherein the ipg was relocated on 19 dec 2018. Issue resolved